Event description:
It was reported that "hemosplit catheter output with pad attached in the tunnel site, pad was detached from the catheter placed in (B)(6) 2012. A catheter mahurkar was placed in the pt to follow his treatment.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of revd0032 showed two other similar product complaint(s) from this lot number.